Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because the serial/lot numbers remain unknown. Further information was requested but was not available. The devices were explanted and were not available for investigation. Also was explanted tgu313115j/unknown. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to fistula (e.g., aortoeneteric, arteriovenous, aortoesophogeal, aortobronchial), reoperation, surgical conversion and death. The safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the following patient etiologies: inflammatory aneurysms. Additional considerations for patient selection include but are not limited to co-morbidities and patient¿s anatomical suitability for endovascular repair. The article "a word of caution: bilateral axillofemoral bypass could not provide sufficient blood flow in a patient who underwent aortic resection for aortoesophageal fistula: a case report"; ryo okubo, tomonori shirasaka, keisuke shibagaki and hiroyuki kamiya, department of cardiac surgery, asahikawa medical university, asahikawa, japan. Source: journal of surgical case reports, 2021;10, 1¿3 was attached to the report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publication was reviewed: title: a word of caution: bilateral axillofemoral bypass could not provide sufficient blood flow in a patient who underwent aortic resection for aortoesophageal fistula: a case report; ryo okubo, tomonori shirasaka, keisuke shibagaki and hiroyuki kamiya, department of cardiac surgery, asahikawa medical university, asahikawa, japan. Source: journal of surgical case reports, 2021;10, 1¿3 it was published that an 81-year-old man was transferred to the hospital for a ruptured infected descending aortic aneurysm. An emergency thoracic endovascular aortic repair was performed using conformable gore® tag®thoracic endoprosthesis (34×150 mm and 31×150 mm sized). A computed tomography scan 7 days later revealed an aortoesophageal fistula. The establishment of extracorporeal circulation using the femoral artery and utilization of the omentum was considered difficult. Bilateral axillofemoral bypass surgery was performed using an 8-mm gore® propaten® vascular graft, followed by descending aortic resection and esophagectomy. The stentgraft was removed. The patient¿s circulatory insufficiency worsened, and he died on the 18th postoperative day. The pathological autopsy showed black discoloration of the extremities and intestinal ischemia, and the cause of death was diagnosed as multiple organ failure due to circulatory failure. The author concluded that in the treatment of aortoesophageal fistula, bilateral axillofemoral bypass as an alternative to descending aortic replacement is not recommended, especially in patients with advanced peripheral artery disease, because it cannot ensure adequate blood flow. The field sales associate talked to the author, dr. Okubo and confirmed that the patient death was not related to the devices. The patient death was due to the preoperative serious condition and patient background.

Manufacturer narrative:
Corrected information: based on the publication, the article was accepted and published on july 24, 2021. This date will be used as an event date.